Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements as the auto thresholds were elevated post implant from 0.6 volts to 2.0 volts. Impedance and sensing have remained stable. A possible microdislodgement was suspected or something physiological with the patient or inflammation at the tip. As of this time, this rv lead remains in service. No adverse patient effects were reported.